Manufacturer narrative:
H11: a field service engineer (fse) went onsite to further investigate the issue. The fse analyzed the logs and found codes 1101 and 3007 in conjunction. The fse could not duplicate the issue and performed a run-in for 30 minutes. The fse then performed a performance verification test (pvt) and confirmed the pvt passed. The fse recommended to the customer an upgrade to the software and the customer declined. The unit was then returned to the customer to use. H10: multiple attempts have been made to try to obtain further information about this case but no response received from the customer. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint by the customer biomed, indicating that error codes 1101 and 3007 had occurred on the v60 ventilator. The device was in clinical use; patient therapy was reportedly delayed. A philips remote service engineer (rse) evaluated the issue with the biomed and confirmed the reported problem. Per the v60 service manual, error code 1101 indicates the ventilator restarted due to anomalies detected during operations. This could include invalid or corrupted information, unanticipated situations, or object allocation errors. Noted, if diagnostic code 1102 occurs in conjunction with diagnostic code 3007 (software exception), no action is required. The customer requested onsite device evaluation. A price proposal for services was provided.